Event description:
On (B)(6) 2012, the reporter claimed the patient was admitted into the hospital for dka and strep infection. At the time of concern, the patient's blood glucose ranged from 390 mg/dl to 560 mg/dl during the last 3 days. The patient had symptoms of vomiting and signs of ketones. At the hospital, the patient required antibiotic and was treated with IV insulin. Her blood white blood cell was high. During troubleshooting, the animas representative concluded there was use error involved with the alleged incident. The reporter did not have the correct step to prime the pump according. Reportedly, the reporter was not holding her finger down until a insulin drop could be seen to prime the pump. The issue was resolved with training. There was no defect found during the troubleshooting session. During a follow-up with the patient, it was reported the patient is home from hospital and currently is using the subject pump. With the use error issue resolved, the patient's blood glucose is under control and patient is doing fine. This complaint is being reported due to use error and because the patient required medical intervention for dka while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data shows records beginning (B)(4) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Product analysis was unable to verify the prime issue due to overwritten data. The available pump history revealed no issues related to the complaint. The available total daily dose amounts correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range accurately. On investigation, the pump powered on to the verify screen with audible and vibratory features. An ez-prime sequence was successfully completed. The pump was exercised for 24 hours with, no errors, warnings or alarms. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was discolored and there was damage to pump case observed between display lens and cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).